Manufacturer narrative:
Correction: it was later reported that right ventricular (rv) lead was not manufactured by medtronic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured where it had been sutured. The lead was replaced. No patient complications have been reported as a result of this event.